Event description:
Information was received regarding a cadd cassette reservoir. It was reported that tubing was leaking at the filter site. Patient tossed the package. The lot numbers from the remaining supplies are 4170256 and 4143042. It is unknown if there was no patient, or clinician injury associated with these occurrences. No further details provided at this time.